Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during a clinic visit, non-sustained ventricular oversensing was noted. Stored electrograms were reviewed and appeared to indicate far p wave oversensing. Programming changes were made. Patient was asymptomatic.